Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the battery cap that was returned with the pump was able to fully tighten however the battery cap threads were damaged. The battery compartment was cracked from the thread area to the case seal. There were unexplainable pump reboot events observed in the device's black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms being duplicated. There was no evidence of moisture or loose components inside the pump. Unrelated to the power allegation, the audio bolus button was found to be damaged, but was still responsive to user input.